Event description:
It was reported that the patient presented with the patient alert tone sounding continuously. The device could not be interrogated, there was loss of device telemetry/function, and premature battery depletion. The device was explanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed arcing on the transformer and on two weld blocks. The arcing damaged an integrated circuit and resulted in a low resistance pathway that that depleted the battery, and in turn, cause the reported loss of telemetry. Due to the nature of the damage in the telemetry circuitry, the root cause of the arcing could not be determined. It was reported that the patient presented with the patient alert tone sounding continuously. The device could not be interrogated, there was loss of device telemetry/function, and premature battery depletion. The device was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure hybrid circuit device was out of specification in a manner that relates to event interrogate, difficult to premature eri (elective replacement indicator).

Event description:
It was reported that the patient presented with the patient alert tone sounding continuously. The device could not be interrogated, there was loss of device telemetry/function, and premature battery depletion. The device was explanted. No patient complications have been reported as a result of this event.